Event description:
It was reported the pt was unable to feel the stimulation, even when the amplitude was increased. The sjm representative met with the pt and was able to increase the amplitude, but the pt was still unable to feel the stimulation. It was reported the pt may proceed with surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.